Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was transferred from another clinic and presented with symptoms of heart failure. Upon interrogation, the left ventricular lead exhibited a loss of capture; capture could be seen in one vector but it caused phrenic nerve stimulation. The lead was successfully capped and replaced. The patient was in stable condition post surgery.